Event description:
Report received from the USA regarding a motor device in which, during pre-check, it was observed that there was a "hole in the black hose". According to the report, no electrical components were exposed. The reporter stated the damage was "cosmetic". The motor device was not used in surgery. There were no delays in scheduled surgeries as an identical spare device was available. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the device has a cut / tear in the covering (black tubing) at connector end of cord / tubing. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).